Event description:
It was reported that an automated peritoneal dialysis (apd) set with cassette leaked during apd therapy while the home patient (hp) was connected to the homechoice during dwell 2 of 4. A technical service representative (tsr) assisted the hp to stop therapy early and advised her to contact her peritoneal dialysis nurse. There was no patient injury or medical intervention reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.